Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of patient made mistake/touch contamination and peritonitis with culture positive for staph epidermidis and fungal in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On unreported dates, dianeal pd4 ambuflex therapy was withdrawn, the patient's catheter was removed due to the fungal peritonitis, and the patient was switched to hemodialysis. On (B)(6) 2012, the patient experienced peritonitis that resulted in hospitalization on the same day. The nurse stated that she was unsure how the fungal peritonitis occurred and stated that the bacterial peritonitis most likely occurred from a contaminant in the hospital, as the cultures grew nothing. The consumer reported that the peritonitis was caused by fungi. In (B)(6) 2012, during hospitalization, the patient was observed making a mistake/touch contamination, further described as the patient was seen unhooking from the cycler while it was still going and letting fibrin run into the trash rather than into the bag. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Peritonitis with culture positive for staph epidermidis and fungal was recovering.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd891325 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. The label review found the labeling adequate for the use error in this complaint. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.